Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, after deploying three coils, the catheter jammed at the hub. The procedure was completed without complication or intervention.